Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for eval. We are following up with the customer for return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was missing a knob and the hemopro device remained activated after the activation toggle was released. The same device was used to complete the procedure. The hospital did not report any pt effects. Please refer to MFR report # 2242352-2013-00206.